Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned. A device history review has been requested.

Event description:
A device report from waldenberg indicates a clinic in (B)(6) reported: pt status post 90 percent ti s-hook, right implantation on (B)(6) 2011 had an x-ray that showed the hook was broken. Surgeon revised the pt on (B)(6) 2011. Pt was born in 2005, (B)(6).